Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The distrubutor reported for the user facility that the physician has used these products for over 20 years without concern. In two recent incidents, he is reporting the ventricular catheter that is supplied with the hakim valve system frayed when the right angle connector was attached. It was also noted that the lenght of the ventricular catheter was 14.5cm as compared to the package labeling which states 15.0cm. The physician still uses the hakim valve, but the orders a catheter from another company. The catheter were discarded and unavailable for evalution. The original incident is reported in MDR# 9612007-2005-00028.